Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose was unknown. The troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Pump error 63 alarm confirmed in the device history due to broken pin 1 trace on keypad assembly. Fill cannula was programed at 0.5u and was recorded in device daily history.